Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received no delivery alarms. Customer's blood glucose was 454 mg/dl. Infusion set was disconnected and reconnected and issue was resolved. Caller declined further troubleshooting. Customer's blood glucose was 135 mg/dl at the time of call.